Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000ml evacuated containers were broken. This was noted when the case was opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual devices were not returned to baxter; however, a photograph of the samples was provided for evaluation. Two (2) broken bottles were noted inside the case and the reported problem was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A shipping investigation was performed and the cause of the condition was determined to be in-transit damage. Should additional relevant information become available, a supplemental report will be submitted.